Manufacturer narrative:
Manufacturer investigation report on returned sample attached. Result code, evaluation code, and conclusion code updated.

Event description:
3 hours after the start of dialysis, blood leakage was confirmed. Blood leakage was not confirmed when the vitals were checked every 1 hour. About 600ml of blood was lost. Continuous infusion of fat emulsion was performed from the start (100ml). No medical intervention was required on the date of incident, but then erythropoiesis-stimulating agent (esa) was given to the patient due to anemia

Event description:
Three hours after the start of dialysis, blood leakage was confirmed. Blood leakage was not confirmed when the vitals were checked every 1 hour. About 600ml of blood was lost. Continuous infusion of fat emulsion was performed from the start (100ml). No medical intervention was required on the date of incident, but then erythropoiesis-stimulating agent (esa) was given to the patient due to anemia.